Event description:
It was reported that after meeting with the healthcare provider (hcp) and manufacturer¿s representative (rep) and having her stimulator adjusted, she thought it was up too high because her legs were swollen now. The patient had been trying to figure out how to turn stimulation down. Basic functionality of the patient programmer (pp) was reviewed and when trying to synch, the patient reported seeing the poor communication screen. It was recommended to start an implantable neurostimulator (ins) charging session, and it was reported the ins was ¾ full. The patient stated she felt it on her legs so she guessed it was still on. The patient took of the recharging belt and tried the pp by putting the antenna on her skin and then pressed the synch button. The patient reported seeing the reposition antenna screen, but was still unable to communicate with the pp with or without the antenna, but then all of sudden she didn¿t feel any stimulation. It was noted the patient tried the pp without the antenna and was synched but no longer felt stimulation. When asked if she accidentally pressed the ins off button the patient said no, she pressed the synch button. The patient was asked to try and press the ins on button but the patient was still not feeling any stimulation. The patient synched again and was getting the same screen. The patient stated that was good because she needed to decrease the stimulation because it was too strong. It was noted every time the patient would move the day prior to the report she would feel a jolt like a lightning bolt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was recharging and the implantable neurostimulator (ins) was ¾ full. The patient took off the recharger belt and tried the programmer. The patient was unable to communicate with the programmer with or without the antenna. The patient tried the programmer by putting the antenna on her skin and then pressed the synch button. The patient saw the reposition antenna screen. The patient tried the programmer without the antenna. The patient synched. All of a sudden the patient did not feel any stimulation. This was ¿good, because the patient needed to decrease the stimulation because it was too strong.¿ the patient pressed the ins on button, but she was not feeling any stimulation. The patient synched again and she was getting the same screen. The patient¿s stimulation had been too high since her appointment with the physician. The day prior to the report, the patient felt a ¿jolt¿ every time she moved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).